Manufacturer narrative:
H8- component code should be "525- tube" in initial report rather than "473 - insulation".

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was returned in one piece for analysis. Visual analysis did notice two external insulation abrasions breaching the optim sheath only with intact silicone insulation beneath consistent with friction to the device can were noted proximal to the suture sleeve tie impressions. All other damages noted are consistent with procedural damage. Electrical testing was normal.

Event description:
This report is to advise of an event observed during analysis.